Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during use of a boston scientific electrophysiology radio frequency ablation catheter to treat slow-fast atrioventricular nodal reentrant tachycardia a steam pop was observed. No information regarding the completion status of the procedure, the patient's outcome, innervations required for the steam pop, the model of the catheter used, the return availability of the device, or the name of the initial reporter were provided.